Manufacturer narrative:
H10 (provide narrative/ data) was corrected. The customer reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed based on the archive data review but was not confirmed during the functional testing.

Manufacturer narrative:
The customer reported complaint that "the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed based on the archive data review but was not confirmed during the functional testing. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. During visual inspection, the front enclosure was observed to be damaged. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristics of user mishandling, such as a drop. The front enclosure will be replaced to address the issue. The archive data indicated (ua) 07 on the reported event date, thus, confirming the reported complaint. Unrelated to the reported complaint, (ua) 02 (compression tracking error) and (ua) 18 (max take-up revolution exceeded) error messages were observed on the event date. The autopulse platform passed the functional testing with no error or fault. The device was tested with a lrtf (large resuscitation test fixture) for 10 minutes with no issue. The (ua) 07 was not reproduced. In addition, a load cell characterization test confirmed that both cell modules function within the specification. The power distribution board is up to date. Also, the (ua) 02 and (ua) 18 observed in the archive were not reproduced. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 indicates that the patient/manikin is out of position, or the patient/manikin is not correctly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is aligned correctly (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, and press restart to clear the ua. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Upon service completion, the console will be subjected to final functional testing to ensure that the device passes all testing criteria.

Event description:
The customer reported that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message immediately upon powering on. No patient involvement.